Event description:
The patient is being seen by a dermatologist due to developing a rash that the doctor feels may be related to the implants. The dermatologist requested allergy discs. The patient received a steroid cream for the inflammation of the rash. The part numbers of the implants are unknown.

Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. The part and lot history of the implanted unit is unknown; therefore, the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. File one of two for the same event.